Manufacturer narrative:
S/w - unknown. Retainer ring = black the customer was treated by the emergency medical services for low blood glucose and returned insulin pump for an alleged blank display found on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, using the original electrical board 2 and a test electrical board 1, the insulin pump had blank display. Using the original electrical board 1 and a test electrical board 2, the insulin pump was able to power up properly. The insulin pump had blank display, problem isolated to the e electrical board 2. No damage noted on the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, customer applied adhesive to the belt clip rails, serial number label and case, and pillowing keypad overlay. Unable to perform the history download using thump or carelink upload due to blank display. Unable to perform the functional test due to blank display. Unable to confirm alleged low blood glucose. Blank display was confirmed during analysis and isolated to electrical board 2. Unable to download history files and traces due to blank display. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the emergency services were dispatched due to low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 35 mg/dl and customer was treated with food /carb intake. The customer did not experienced symptoms of low blood glucose value. The customer stated that the insulin pump was not turning on and display did not return after restarting the insulin pump. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The customer will discontinue to use the device.